Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported just over 4 months after injection in the upper lip with .5 cc of juvéderm volbella xc, the patient developed delayed onset nodules, induration and swelling. The patient was treated a few weeks later with vitrase and kenalog. Symptoms are ongoing.